Manufacturer narrative:
.

Event description:
Aseptic loosening / osteolysis mw 5037532 aseptic loosening within six months after installation surgery. No indication of an infection. Prosthesis was manufactured by smith & nephew and the model name is profix.